Manufacturer narrative:
A field service engineer (fse) went on site, and found the message "generator interface malfunction" was on the infimed computer screen. This message occurs when the sedecal console is not communicating the patient dose information to the infimed computer. Fse resolved this by replacing the generator console. Fse checked the unit for proper operation per service checklist qssrwi4.1 and returned the unit to the customer for full service.

Event description:
Customer reports the system fluoro failed during an unknown procedure with a generator interface malfunction. Staff was able to complete the procedure without fluoro. No reported injury.